Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Device testing confirmed telemetry operations were appropriate. Probes were used to probe the feed thru wires in order to test pacing and sensing which produced normal results and a magnet rate of 85 ppm. Visual inspection noted that the medical adhesive was adhered to the device header and very little or no ma was adhered to the device casing. Microscopic visual inspection revealed the feed thru wires were broken and confirmed the casing to the device header bond was also broken. Additionally, both the atrial feed thru wires fractured along with the indifference electrode wire. Detailed analysis was performed to verify the continuity of the vertical feed thru wires. The ventricular ring feed thru wire was the only one not fractured. As received printouts noted unstable lead impedance values logged in the atrial chamber that date back to the week of (B)(6) 2010. The rise in impedance values corresponds with the device being explanted one year later on (B)(6) 2011. There was one week of high lead impedance in the ventricle chamber prior to the (B)(6) 2011 explant date. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that intermittent loss of ventricular capture and impedance measurements greater than 2500 ohms were noted with this pacing system. Therefore, a revision procedure was scheduled. However, prior to the procedure, all measurements were within normal limits. An intermittent lead issue was suspected as they were able to recreate the issue by having the patient laugh and move her head. During the procedure, the header separated from the pacemaker. The device was explanted and replaced. The associated ventricular lead was only pacing intermittently when interfaced to the replacement pacemaker. A lead fracture was revealed and the lead was also removed from service and replaced. The patient did report falling backwards.